Event description:
It was reported that the drill bit became bound up inside the drill guide resulting in damage to the flexible drill shaft and drill guide. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 110010721 g7 drill guide 7994466. 110010733 flexible silicone drill driver 174475. Suggested component code: mechanical (g04) - drill. Visual examination of the returned product identified the drill was stuck inside of the guide. There is damage, discoloration, and debris to the head holding the drill. The drill was removed after photos were taken with visible debris seen inside of the guide head. The drill has fractured at the junction end and there is galling to the shaft above the fluted area. The returned flex driver has a bend to the shaft along with wear marks on the head and junction location of the device. The unknown drill diameter was checked and found within the specification of a drill bit that would be used with g7 system and fit within the returned drill guide. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. The root cause of the reported event is attributed to off label use. As per IFU, care and handling of instruments specifies 'surgical instruments and instrument cases are susceptible to damage for a variety of reasons, which includes prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising the performance of the surgical instruments and instrument cases. To minimize damage and risk of injury, the following should be reviewed: ¿ see reusable instrument lifespan manual for guidance on determining reusable instrument suitability for use, inspect the instruments for damage and completeness upon receipt and after each use and cleaning. Instruments in need of repair should be set aside for repair service or returned to biomet. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.